Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a hole in an IV tubing below the pump segment identified during an unspecified infusion. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a hole in the silicone tubing was confirmed. Visual inspection showed that the silicone segment had a tear near the lower fitment measuring 0.0453mm long. Examination under magnification showed no crush marks to the upper blue fitment. Functional testing was performed and leaking was observed from the silicone tubing near the lower fitment. The cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.